Event description:
It was reported a patient underwent a c-section procedure on an unknown date and barbed suture was used. During a c-section, the fixation tab was broken during use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/22/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Additional information was requested, the following was obtained: were there any patient consequences? There were no adverse consequences to the patient. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sales rep about the device returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.